Event description:
The customer called into philips to report the device is failing operational check with error code 1:20. This error code represents "localization checksum failure". There was no adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report the device is failing operational check. There was no reported patient involvement.